Manufacturer narrative:
A review of console data indicated no issues with the device that would cause abscesses.

Event description:
Patient developed an abscess on their right axilla. Culture was taken and irrigation and debridement completed. Abscess was resolved on (B)(6) 2022.